Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. There was an allegation of patient passing away. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.